Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: patient with a proximal tibia fracture was implanted on (B)(6) 2013. Patient developed osteomyelitis and was returned to the or on (B)(6) 2013 for removal of implants. During the removal procedure, one of the screws was difficult to remove and the surgeon finally removed the plate and screw together. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional investigation has shown that the screw got stuck inside of the plate. It is suspect that the cause of this problem could be a cold welding of the screw head inside of the plate thread. Further it could be that soft tissue could have growth between screw and plate. The articles were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. No product fault could be detected. (B)(4). Placeholder.